Event description:
Analysis was completed on the returned lead. During analysis, it was noted that white and green electrode ribbons appeared to be stretched and the helices were misshappened with what appeared to be remnants of dried body fluids on the surface. The remnants of dried fluid indicated that the helices were attempted to be implanted. The condition of the lead assembly was consistent with conditions that typically exist following an attempted implant procedure. As part of testing the white and green electrodes were successfully mounted onto the lead training fixture showing that the electrodes could be successfully attached to the vagus nerve and implanted. Based on the findings in the product analysis lab there is no evidence to suggest an anomaly occurred with the returned lead.

Event description:
It was reported that the surgeon was performing an initial vns implant procedure when the new vns lead was opened the surgeon determined that one of the electrodes appeared to be deformed. It was noted that the \positive electrode appeared too small and the surgeon expressed concerned that it may not have been manufactured properly. A different lead was then implanted. Photos of the suspect lead were received by the manufacturer however it was difficult assess if the size of the electrode met specification based on the images. The suspect lead has not been received to date.

Manufacturer narrative:
It was reported that the user facility submitted the event under uf report # (B)(4). This information was inadvertently left off on mfg. Report #2. Approximate age of device ; this information was inadvertently left off on mfg. Report #0. Location where event occurred; this information was inadvertently left off on mfg. Report #0.

Event description:
It was reported that the user facility submitted the event under uf report # (B)(4). The suspect lead was received by the manufacturer and is currently undergoing product analysis.